Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Charge and boot test was performed and failed due to the receiver not turning on. An internal visual inspection was performed and failed due to moisture damage at the usb connector. Pictures were taken. The receiver log was not downloaded due to the receiver not turning on. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.